Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? No further information is available. What is the date of index surgical procedure? No further information is available. What were the diagnosis and indication for the index surgical procedure? Total laparoscopic hysterectomy. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. Was there any intraoperative concurrent use of other products? No further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. Where was the surgicel used (on what tissue)? On the vaginal stump. How much surgicel was used during the procedure? No further information is available. Was the surgicel product left in place? Was the excess irrigated and removed? No further information is available. What were current symptoms following the index surgical procedure? Onset date? The patient has recovered. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? No further information is available. What is the patient¿s current status? The patient has recovered. What was the drug therapy used for the patient¿s pyrexia? Antibacterial drug was administered. Why does the surgeon believe that there was a causal relationship between the surgicel powder and the pyrexia experienced by the surgeon. No further information is available.

Event description:
It was reported that a patient underwent an total laparoscopic hysterectomy procedure on an unknown date and absorbable hemostat was used. The product was used on the vaginal stump. After discharge, the patient visited the hospital because of pyrexia. The patient was followed up with administration of antibacterial drug. The pyrexia then subsided and the patient recovered. The event was deemed non-serious by the reporter, because the patient has recovered. The surgeon believes that there was a causal relationship between the product and event. Additional information was requested.